Event description:
It was reported that the reservoir of one intermate elastomeric device ruptured during filling. This event was noted prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 8, 2013 and october 9, 2013. Baxter received one sample for evaluation. Visual inspection noted a ruptured bladder. During microscopic examination markings located on the exterior surface of the bladder were observed near the rupture line. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.